Event description:
It was reported to boston scientific corporation that a zerotip pulmonary basket was used in the right main airway during fiberoptic bronchoscopy procedure on (B)(6) 2025. During the procedure, the basket could not be retracted. The procedure was completed with another zerotip pulmonary basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0501 captures the reportable investigation results of handle cannula detached. Block h11: investigation results: the returned zerotip pulmonary basket was received for analysis. Visual examination revealed that the sheath detached, the working length bent and the handle cannula detached from the handle. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "handle cannula detached/separated" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event was confirmed. Based on the available information, the sheath was observed to be detached from the handle, possibly making it difficult to close the basket during the procedure or preparation. The damages observed in the device were most likely caused by the way it was manipulated after being removed from the pouch. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0501 captures the reportable investigation results of handle cannula detached. Block h11: investigation results the returned zerotip pulmonary basket was received for analysis. Visual examination revealed that the sheath detached, the working length bent and the handle cannula detached from the handle. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event was confirmed. Based on the available information, the sheath was observed to be detached from the handle, possibly making it difficult to close the basket during the procedure or preparation. The damages observed in the device were most likely caused by the way it was manipulated after being removed from the pouch. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a zerotip pulmonary basket was used in the right main airway during fiberoptic bronchoscopy procedure on (B)(6) 2025. During the procedure, the basket could not be retracted. The procedure was completed with another zerotip pulmonary basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the handle cannula detached from the handle. Please see block h11 for full investigation details.